Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-57: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results obtained. The expected pm fasting blood glucose test result range is 150-180mg/dl. Customer was comparing the meter to her dad true metrix meter and she was getting 130mg/dl on her dads meter but her meter is giving high blood results. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. Customer ran a blood test and obtained 390 mg/dl fasting pm after eating. She was scared, called her doctor, and was instructed to take her glipizide 3 times a day instead of 2 times a day. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 10/22/2021 and open vial date is a week in a half ago. The meter memory was reviewed for previous test result history. Result 1: 227 mg/dl , date: (B)(6) 2019, time: 3:00pm, fasting (taken (B)(6) 2020 2 hr after meal). Result 2: 267 mg/dl, date: (B)(6) 2019, time: 8:25pm. Unknown. Result 3: 279 mg/dl, date: (B)(6) 2019, time: 2:56pm, fasting. Result 4: 227 mg/dl, date: (B)(6) 2019, time: 3:00pm, undisclosed. Result 5: 217 mg/dl, date: (B)(6) 2019, time: 11:47pm , fasting.